Event description:
A patient underwent a revision surgery to address pseudarthrosis developed after a lanx interspinous process device was implanted on (B)(6) 2012. During the revision surgery, the surgeon removed the lanx interspinous process device and replaced it with pedicle screws.

Manufacturer narrative:
Method: no testing methods performed (related device was not returned to manufacturer). Labeling evaluation performed. The IFU notes pseudoarthrosis as a possible surgical complication. Results: no results available since no evaluation performed (related device was not returned to manufacturer). Conclusion: known inherent risk of procedure.